Event description:
It was reported to nuvectra that during a lead revision due to a migration, the stimulator was also replaced due to battery drainage. The stimulator battery was not charged prior to the revision surgery. The patient is doing well.